Event description:
It was reported that the patient presented in-clinic after receiving a patient notification. High impedance was observed. Lead damage suspected. Lead to be revised.

Event description:
New information stated that the lead was explanted and replaced. Lead will not be returned for evaluation due to explant damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.